Event description:
Pre-op diagnosis was severe urinary stress incontinence with rectocele, enterocele. Had laparotomy with bso with adhesions, marshall-marchetti-krantz (mmk) procedure, posterior repair with enterocele repair and moschcowitz enterocele. Foley catheter was inserted prior to surgical procedure while pt in the surgical site. 2 days post-op: at 0900 the rn attempted to remove the foley catheter. Only 1/2 cc of fluid could be removed from bulb. When nurse pulled gently on catheter the nurse was able to feel bulb was still inflated. Charge nurse was notified and attempted to remove fluid from bulb without success. Urologist was contacted. At 2130 urologist attempted to remove foley cath without success. Physician documented they would try again in the morning. 3 days post-op: at 0930, urologist attempted to remove foley catheter. Pt was having pain with slightest touch to catheter. Pt was medicated. Physician to return later. At 1130, urologist was unable to remove the catheter after several attempts. Physician cut the catheter and still unable to remove. Physician documented foley balloon was unable to deflate despite multiple attempts at transvaginal puncture. Was unsuccessful due to recent surgery. Scheduled for surgery later in day to remove foley catheter fragment. At 1600, pt to surgery for cysto for removal of foreign body. Catheter fragments sent to bard on 03/01/2000.